Event description:
It was reported that the pt underwent a cervical fusion at o-c5 using crosslink posterior fixation. The center nut of the crosslink was broken by mistake after being tightened. The pt was closed with the broken implant being implanted. The secondary surgery was performed immediately post the index surgery to correct the excessive cervical lordosis. During the secondary surgery, the broken crosslink was removed and replaced.

Manufacturer narrative:
(B) (4). This part is not approved for use in the united states; however, a like device catalog # 7002526, 510k # k042524 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.